Manufacturer narrative:
(B)(4). Batch #: v94972. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent laparoscopic radical prostatectomy + pelvic adhesiolysis under general anesthesia. When the prostate tissue was removed during the surgery, the titanium tip was broken. The device was examined immediately during the surgery to confirm that the broken component was not left in the patient's body. Immediately replace with a new device to continue and complete the surgery. There was no patient consequence reported. No additional information can be provided.